Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD: implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was dislodged inadvertently during a routine lead explant. There were no issues with the lv prior to the dislodgement. No patient complications have been reported as a result of this event.